Event description:
A customer reported a lower than expected vitros phyt result (qc= 14.08 versus expected 19.9 ug/ml) obtained from a quality control fluid processed on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. The customer did not process patients for phyt testing because phyt quality control was out of acceptable range. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a lower than expected vitros phyt result was obtained from a qc fluid run on a vitros 5600 integrated system. A definitive cause has not been determined; however, the information obtained to date suggests an instrument issue is the likely contributing factor to this event. The investigation is ongoing.